Event description:
It was reported to philips that the system displayed the message a message that the image memory space was too low. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the cardiac arrhythmia diagnostic procedure was being performed when the issue occurred. The procedure was aborted and completed by moving the patient to another room with a delay of more than 20 minutes. The philips field service engineer (fse) visited system onsite and confirmed that the system had insufficient disk space issue. Upon troubleshooting, the fse found that the ippc had a problem. The fse recreated image data base, which resolved the issue temporarily. Later, the issue was resolved completely by replacing the ippc by a third party, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.